Event description:
It was reported that the pt experienced pain and soreness. The pt noticed the soreness and pain since he had been wiping cupboards. The symptoms were at the implantable neurostimulator (ins) location. The pt turned the stimulation off as the pain was worse with the stimulation on. Several days later, the pt noted he could still feel vibration after the stimulation was turned off. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).